Event description:
Attorney alleges plaintiff has suffered injuries as a result of having been implanted with breast implants. Pt alleges being diagnosed with sjogren's syndrome, lupus, arthritis and joint pain.